Event description:
While attempting to defibrillate a patient (age & gender unknown) the device displayed a "pacer fault 117" message. The clinicians obtained another device and the patient was resuscitated. No adverse effect to the patient due to the reported malfunction.